Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav catheter and post procedure the bwi product analysis lab identified that spine e was broken and internal components were exposed. There were stress marks observed around the area. During the procedure itself, a catheter sensor error displayed on the carto 3 system (the reporter could not recall the error code). The catheter cable was replaced without resolution. The catheter was replaced, and the issue resolved. The procedure was continued and completed.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were following j&j medtech procedures. Visual analysis revealed that the spine e was broken and internal components were exposed, stress marks were observed around the area, no other damage or anomalies were observed. Magnetic sensor functionality test was performed, and the device was recognized on the system; however, error 116 was displayed on the screen due to an open circuit on the shaft area. A manufacturing record evaluation was performed for the finished device 31758455l, and no internal action was found during the review. The magnetic issue reported by the customer was confirmed. The potential cause of the open circuit could not be established conclusively. The potential cause of the broken spine could be related to the handling/shipping of the device after the procedure as this condition was not reported by the customer; however, this could not be conclusively determined. The broken tip condition is unrelated to the reported event. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).